Manufacturer narrative:
The affected product has been received into this file (B)(4) and the investigation is pending. A follow up report will be submitted for both (B)(4) (manufacturer report number: 2016493-2019-00124 ) once the failure investigation has been completed. Additional patient information: admitted for gestational diabetes - glucose control; pregnant, c-section delivery of baby boy with apgar score of 0/0/3/3 and baby death at (B)(6).

Event description:
The customer reported that at 1320 the primary nurse found the patient on the bathroom floor while still connected to an alarming infusion pump that had been infusing a primary infusion of lactated ringers 1l. The nurse cannot recall what the device was alarming for; however, the nurse states that it was not alarming for a low battery. There was blood noted to be on the floor and presumed to be from where the patient hit her head. An empty luer lock syringe was found next to the patient, as well as a cosmetic bag that was filled with saline flushes, prescription narcotic bottles, a shot glass and butterfly syringe needles. The patient was found to be pulseless and CPR was initiated. At 1327 the patient was transferred to the operating room (or) with CPR ongoing. It is unknown how long the patient had been on the floor; however, nursing states that the patient was seen approximately 30 minutes prior to the event and appeared to be doing well. At 1330 the baby was delivered via c-section with an apgar score of 0/0/3/3. The surgeon was unable to remove the placenta and left it in situ, hysterectomy closed, fascia closed, and the skin was stapled. At 1332 the patient's glucose was 236. At 1334, narcan was administered as the patient was on a large amount of baseline pain medications and then administered again at 1411 and 1419. Multiple rounds of CPR were performed with epinephrine/calcium IV pushes. At 1337, a massive transfusion protocol was initiated 10 minutes later with a total of 4 units of prbc blood products administered. The patient's pulse would return briefly followed by pea and resumption of CPR. At 1405, approximately 30 minutes into the code, ECMO consultation was obtained, however, due to the fact that the patient had been down for 30 minutes and it would take an additional 30 minutes for cannulation equipment to be brought to the patient's room, it was determined that the patient's prognosis would be highly unfavorable. CPR was continued for another 30 minutes. Abg resulted with ph 6.8, pco2 80, o2 74, lactate>12, hct 31. At this point, the resuscitation had been ongoing for approximately 1 hour and the patient did not demonstrate a spontaneous pulse or blood pressure. The decision was made to discontinue resuscitative efforts with the time of death documented as 1432. The cause of death is unknown and the medical examiner was notified. Note: this file is to document the maternal death that correlates with the infant death documented in (B)(4). Investigation summaries will need to be placed into both files.

Manufacturer narrative:
The customer¿s report of an unknown issue was identified. Physical inspection of the device noted the instrument seal intact. The only observed anomalies were dull iui connectors and a crack on the bezel at the lower door hinge. Analysis of the pcu event log shows pump module s/n (B)(4) was programmed to infuse 0.9% normal saline (drug ID (B)(4)) at a rate of 50ml/hr with a vtbi of 190ml at 2:45 pm on (B)(6) 2018. At 6:29 pm, the user changed the vtbi to 900ml. At 11:10 pm, the user paused the infusion and then restarted at 11:11 pm. At 12:32 pm on (B)(6) 2018, the primary infusion completed and the device transitioned to kvo at the kvo rate of 10ml/hr. The user changed the vtbi to 900ml and restarted the infusion at 12:33 pm. At 12:48 pm, the device alarmed for patient side occlusion. At 1:26 pm, the user channeled off the device and the system was shutdown and powered off. The volume recorded as being infused during this period was 1099.059ml. Functional testing performed found the device to be delivering fluid within specification. The root cause of the customer¿s report of an unknown issue (alarm) was identified as a patient side occlusion alarm.

Event description:
The customer reported that at 1320 the primary nurse found the patient on the bathroom floor while still connected to an alarming infusion pump that had been infusing a primary infusion of lactated ringers 1l. The nurse cannot recall what the device was alarming for, however, the nurse states that it was not alarming for a low battery. There was blood noted to be on the floor and presumed to be from where the patient hit her head. An empty luer lock syringe was found next to the patient, as well as a cosmetic bag that was filled with saline flushes, prescription narcotic bottles, a shot glass and butterfly syringe needles. The patient was found to be pulseless and CPR was initiated. At 1327 the patient was transferred to the operating room (or) with CPR ongoing. It is unknown how long the patient had been on the floor, however, nursing states that the patient was seen approximately 30 minutes prior to the event and appeared to be doing well. At 1330 the baby was delivered via c-section with an apgar score of 0/0/3/3. The surgeon was unable to remove the placenta and left it in situ, hysterectomy closed, fascia closed, and the skin was stapled. At 1332 the patient's glucose was 236. At 1334, narcan was administered as the patient was on a large amount of baseline pain medications and then administered again at 1411 and 1419. Multiple rounds of CPR were performed with epinephrine/calcium IV pushes. At 1337, a massive transfusion protocol was initiated 10 minutes later with a total of 4 units of prbc blood products administered. The patient's pulse would return briefly followed by pea and resumption of CPR. At 1405, approximately 30 minutes into the code, ECMO consultation was obtained, however, due to the fact that the patient had been down for 30 minutes and it would take an additional 30 minutes for cannulation equipment to be brought to the patient's room, it was determined that the patient's prognosis would be highly unfavorable. CPR was continued for another 30 minutes. Abg resulted with ph 6.8, pco2 80, o2 74, lactate>12, hct 31. At this point, the resuscitation had been ongoing for approximately 1 hour and the patient did not demonstrate a spontaneous pulse or blood pressure. The decision was made to discontinue resuscitative efforts with the time of death documented as 1432. The cause of death is unknown and the medical examiner was notified. Note: this file is to document the maternal death that correlates with the infant death documented in (B)(4). Investigation summaries will need to be placed into both files.